Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she was changing the battery for the first time and she does not know how to remove the battery cap. Customer's blood glucose was 450 mg/dl at the time of the incident. Customer stated that her boyfriend was able to remove the battery cap and change the battery.